Manufacturer narrative:
Correction to investigation conclusion: no problems were found that would be confirmed as the cause of the reported communication error. The cause of the reported communication error could not be determined. Timeouts were observed in conjunction with an 0x3d alarm, indicating step sensor asserted before wire driven. An internal tear was observed on the soft cannula, resulting in a fluid leak. The soft cannula tear is confirmed as the cause of the observed 0x3d alarm. It could not be conclusively determined if the cannula tear and subsequent 0x3d alarm are in any way linked to the reported communication error.

Event description:
It was reported the patient's blood glucose rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for communication error with high blood glucose levels.

Manufacturer narrative:
An internal tear was observed on the soft cannula, resulting in a fluid leak. The soft cannula tear is confirmed as the cause of the observed 0x3d alarm. It could not be conclusively determined if the cannula tear and subsequent 0x3d alarm are in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.